Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was broken blue purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the aic experienced purge disc/flag issues. No patient harm was reported.